Event description:
It was reported that an unspecified malfunction/issue occurred. According to the patient¿s spouse, on approximately (B)(6) 2024, the patient experienced a hyperglycemic event while being in an active sensor session. The patient was on holiday and was brought to the emergency room (ER). The patient would have experienced ¿really high¿ blood glucose levels, but no specific cgm nor blood glucose reading was reported. The patient was wearing an insulin pump at the time of the event, but the spouse was unable to confirm how the cgm and insulin pump were functioning at the time of the event. The patient was admitted to the intensive care unit (ICU) for 2 to 3 days, and was transferred by medical plane back to the united states, where they spent an additional 3 to 4 days at the hospital. When the spouse was asked if the cgm contributed to the event, the spouse replied ¿that was the least of our concerns. We don¿t care whose fault it is¿, ¿I need you to do something about the pump. We want a working pump". There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.